Event description:
It was reported the tip of pituitary rongeur fractured off in the disc space during a procedure. There was no report of adverse impact to patient, user, or procedure. No additional information is available.

Manufacturer narrative:
The complaint device was evaluated and the reported event was confirmed. The evaluation identified the device exhibited a fractured off distal tip. A definitive cause of the pituitary rongeur tip fracture cannot be determined; however, based on previous investigations for similar events, pituitary rongeur tip fracture can occur when off-axis excessive force and/or excessive twisting motions are placed on the device during use. Manufacturing review: review of the device history record for the device lot identified no relevant material non-conformances, no manufacturing errors, and no any discrepancies with respect to material type, treatments, or dimensions that may have caused or contributed to the reported issue. The lot met acceptance criteria upon release. Labeling review: "...instrument malfunctions which potentially result in surgical delays (thereby causing additional exposure to anesthesia, blood loss, and infection), a change in surgical plan, failure to achieve optimal clinical result and/or, infrequently, cancellation of a procedure. Such malfunctions include instrument fracture, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration; instrument fracture may also result in injury to the patient..." "...pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures... The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury..." "...intra-operative warnings: the physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted..." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.